Event description:
The customer initially reported that their device had its service indicator illuminated. After an evaluation of the device, it was observed that the device would not deliver defibrillation energy during testing. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed biphasic pcb assembly was further evaluated in the failure analysis center. It was observed that there were multiple burned components which had fallen off of the pcb assembly. A conclusive component cause could not be determined.